Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported failed touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:28sep2020 b4:(B)(6)2020 the customer confirmed touches were not registering correctly and it could not be calibrated, it was quite off. The customer replaced the touchscreen with customer's parts stock and unit was repaired, with on hand stock, in house. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.